Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received incomplete bolus alerts, an occlusion alarm during bolus delivery and a resume pump alarm. The customer's blood glucose level was 507 mg/dl and a bolus was delivered via the pump to address the bg. The supplies on the pump were not changed as the bolus had lowered the bg level. Tandem technical support had the contact perform a system check and the occlusion appeared to possibly have been related to the infusion set site. However, as the bolus was successfully delivered, the contact thought that the tubing may have been bent. The contact indicated that the supplies on the pump were to be changed.